Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the pump powered on with vibratory and audible tones. A rewind, load and prime sequence were successfully performed. The black box showed no unusual voltage fluctuations. The pump's current draws all were measured to be within specification. No overheating was duplicated during testing. There was no evidence of loose components or moisture contamination identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no observed physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.